Event description:
D'vill introducer being utilized for noble stitch pfo closure. Md noticed upon withdrawal of blood through side port and stop cock there was a lot of air in syringe continuously. With sheath alone, no wire or device inserted, air aspiration still occurred. Continuous aspiration needed to assure no air embolus. Procedure completed with no harm to patient. Remaining product removed from stock and sequestered. Company notified.